Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the imaging system. While checking the door movement, a gap of 2mm between the door side and left gantry frame was found to be functioning as expected. Door calibration was performed and the gap was fixed and the side frame micro switch was then able to activate, indicating the door was closed. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. The issue occurred preoperatively and delayed the surgery by less than one hour. It was reported that "door open" appeared on the pendant even if the door was closed. The surgery was completed without imaging or navigation. There was no impact on patient outcome.